Event description:
The customer has reported a second incident involving the carry handle breaking, with the sc9000xl patient monitor. The customer states that in this second incident the carry handle broke and the monitor (which was on the bed) fell back against the patient's leg. No injuries were reported.